Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with heavy tortuosity and heavy calcification. Several attempts were made to perform pre-dilatation using unspecified balloon catheters, but the balloon catheters failed to cross the target lesion due to the anatomy. Then a 1.20 x 12mm mini trek balloon catheter was advancing and as the tip of the balloon catheter reached the end of the guide liner, it could not advance any further due to the calcification. After twisting and moving the balloon catheter around to attempt to cross the lesion, the balloon catheter was pulled back when it snapped and became separated at the mid shaft. The separated portion remained in the guide liner, and therefore the separated portion was able to be removed with the guide liner. The procedure was successfully completed with another guide liner, unspecified balloon catheter, and an unspecified stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device and the reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that as the balloon catheter was advanced then met resistance with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. Additionally, inadvertent mishandling and/or manipulation of the device resulted in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.